Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, the customer was hospitalized due to diabetic ketoacidosis. Customer also informed the nurse she was unable to enter the basal rates. Customer was hospitalized whit high blood glucose of 634 mg/dl, current is 136 mg/dl. Customer's symptoms were weak and carb level was 11. No troubleshooting was performed on the device. Customer is currently hospitalized and receiving treatment. No troubleshooting was performed on the device. On (B)(6) 2016, the customer's neighbor reported via email, the customer had been hospitalized due to a stroke and diabetic ketoacidosis and wasn't sure if it was related to the device. The device is being returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.